Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead was capped and replaced due to a suspected fracture with high thresholds and impedances. No patient complications were reported as a result of this event.